Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. It is unclear when the alleged issue with the meter started. The patient reported that at an unspecified time on (B)(6) 2016, he obtained alleged inaccurately erratic blood glucose results on the subject meter of ¿514, 354, 284 and 339 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. He reported that after obtaining the alleged inaccurate high results, on the morning of (B)(6) 2016, he increased his normal dose of novolog insulin and administered 25 units instead of the usual 10 units. He denied developing any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. The patient indicated that at an unknown time on (B)(6) 2016, he obtained a blood glucose result of ¿311 mg/dl¿ using a onetouch ultra meter. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used the same approved sample site to obtain the blood samples and he described the correct testing steps. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow him to verify the accuracy of the products. In conclusion, there is no indication that the subject meter caused or contributed to an adverse event, i.e. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after obtaining the alleged inaccurate erratic results. However, this complaint is being reported as a malfunction as the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.